Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of ultrasonic jaw breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
The service center was informed that during a procedure for a hysterectomy, one piece of a jaw broke from a thunderbeat probe. Prior to the procedure the hand-piece, connection points to the generator and cable were inspected and no anomalies were reported. The breakage of the thunderbeat device occurred while the physician was cutting and approximately one hour into the procedure. The physician was able to retrieve the item from the lower abdomen of the patient using a grasper. No visual damage was observed to the teflon pad, jaw or a report of exposed metal. No error codes were, or other anomalies were noted. The procedure was completed with a similar device and no patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the lot number and manufacture date and the device evaluation. The device was returned to the service center for evaluation and the complaint was confirmed. The visual inspection of the probe indicated there was some tissue build up. The teflon pad was observed to have normal wear with no damage (i.e. Metal exposure or other abnormalities). The distal end of the probe was placed under the microscope and inspected. The distal end of the probe was observed to be detached, and the separated piece was returned. The switches, wiper movement, handle and jaw movement, handle load and rotation of the knob torque were inspected and found to function normally as designed. Based upon similar events, the determination for the cause of the broken/detached probe, can be attributed to the probe coming into contact with either a metallic or hard surface during activation.